Event description:
The customer obtained an erroneously elevated accutni result above the ami cut-off for one patient on their access2 analyzer. Subsequent testing of the patient's sample via a reflex test produced a lower result within the risk stratification range. The customer reanalyzed the sample and the result obtained was within the normal reference range of the assay. The initial elevated result was released from the laboratory however it is unknown if the patient treatment was impacted in conjunction with this event. The customer also indicated that all of the system parameters including qc, calibration curves and system checks were performing within assay and instrument specifications at the time of the event. The data provided by the customer indicated that the sample was not respun before the initial high result.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. No hardware malfunctions were identified by the fse that may have caused, or contributed to, this event. Therefore, there was insufficient evidence to determine a definitive cause for this event. (B)(4).